Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the css coordinator that the pt expired. The cause of death was noted as altered mental status, embolic stroke and cardiogenic shock. It was noted that a preliminary autopsy confirmed these findings. No alarms were reported at the time of the event.

Manufacturer narrative:
Device evaluation: depositions consistent with a low flow state were confirmed during the evaluation of the heartmate ii lvad, serial number (B)(4), that was received on october 7, 2014. The examination of the inflow conduit and outflow graft assembly revealed depositions of tissue-like clotted blood. These non-laminated depositions appeared to be the result of a low flow state. Further evaluation of the pump upon disassembly revealed depositions of denatured, fixed blood throughout the pump. The hard, grainy texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) before being returned to thoratec for evaluation. Although a specific cause for the development of the observed depositions could not conclusively be determined, these depositions are indicative of poor surface washing due to a low flow state. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.